Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no delivery alarms during basal on the insulin pump. Customer's blood glucose was 125 mg/dl. Customer stated that the reservoir is not empty. Customer was asked to deliver 5 units via fill cannula. Customer stated that the insulin does not exit or she gets another no delivery alarm. Customer performed a displacement verification test. Customer was asked verbally and in written form to return the pump for analysis. Customer is on vacation and stated that he can pick up the pump.

Manufacturer narrative:
The insulin pump had motor error alarms during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm excessive no delivery alarms due to motor error alarm. The insulin pump passed the displacement test, self test, and unexpected restart alarm error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device had a cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, cracked display window, and minor scratches on the display window noted.